Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient could not get the implantable neurostimulator (ins) to sync with the patient programmer. It was determined the patient needed to charge the ins. It was reported the ins was placed in such a ¿funky¿ place that the patient needed help with recharging. The ins was placed on his belt line and was ¿too high.¿ the ins was reported to have been moving and was tilted. The night prior the recharger had shown a ¿strange screen¿ and the ins had stopped charging. It was noted as a coupling problem. Patient education resolved the reported issue. It was later reported that the patient received assistance and no longer had concerns with their device or therapy. The patient¿s concerns were resolved.